Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention product (lot: hcg5110118). Retention products were tested with hcg cutoff urine control and 3 high level of hcg urine controls, all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report of false negative hcg results on cardinal health rapid test hcg combo 30t urine cassette. On (B)(6) 2016, a (B)(6) female presented to the emergency department with abdominal pain. Patient was tested for pregnancy with cardinal health urine cassette, lot hcg5090061, result was negative. On (B)(6) 2016, patient returned to the emergency department with abdominal pain. Patient was tested for pregnancy, customer states the lot was one of two possible lots: hcg5110118 or hcg5110121, result was negative. On (B)(6) 2016 patient returned to the emergency department with abdominal pain, back pain, and was tested for pregnancy, lot hcg5110118, result was positive. An ultrasound dated the fetus at (B)(6). Patient delivered on (B)(6) 2016. Patient was unaware that she was pregnant. Lmp not provided. No reported adverse patient sequela.